Event description:
With no pt on the table at the time. A maquet servo I vent, that is MRI conditional, was brought into a siemens 3 tesla scanner and brought around the backside of the magnet, where there are no gauss lines indicated on the floor. Subsequently the vent was attracted to the scanner and basically sucked into the backside of the magnet all the way into the middle of the bore. The following day the magnet was ramped down and the device was removed with minimal damage, but unfortunately the vent was a total loss.